Event description:
Pt report "I have a lap-band system and four months out ended up in the hosp with infection. My doctor feels it is erosion. I most likely will have to have it removed." Treatment included IV antibiotics. Follow up findings with the surgeon's office "the pt is being evaluated for an erosion. She was diagnosed with an infection". Follow up findings with the pt "the infection has cleared, I feel wonderful, still waiting to have the scope to check for any erosion".